Event description:
A product safety analyst reported info related to a consumer's report that an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire was not received. (B)(4).